Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was at a friend's house when the incident happened. Two hours prior to the event the patient had bloused an unknown dose of insulin. His mother reported that just before he passed out the cgm was displaying 100 mg/dl. After regaining consciousness, he called the paramedics. He was not given a glucagon spray since the spray was not working. His mother was not with him during the incident but noticed the urgent low alert on her follow app after he passed out, and it was also showing urgent low on the patient¿s display device after he passed out. He was not aware what cgm value was displaying during the time he passed out. Paramedics gave him an unspecified intravenous injection and dextrose. He was taken to the hospital since he could not speak well and was vomiting after the emergency medical services (ems) treatment. At the hospital he was monitored to ensure he did not lose consciousness again and was kept for four hours. His bg was reported to be 200 mg/dl at some point (presumed to mean after the ems treatment). At the time of the report he was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.